Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (problem with battery) has been confirmed. As received, the battery pack was non-functional. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) old male patient's wife contacted zoll customer support to report that there was a problem with the patient's battery pack. The patient was issued a replacement battery pack.